Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/06/2017 with the following findings: the battery cap returned with the pump was noted to be within the required specifications, intact without damage and able to properly secure to the pump. The pump was powered on and exercised for 24 hours without power interruption, error, alarm or warning. Flow accuracy testing revealed the flow accuracy to be within the required specifications. The pump was opened for further investigation and did not reveal any evidence of damage, defect or contamination of the pumps interior components. The pump was paired with a test transmitter for testing purposes. The ¿continuous glucose monitoring (cgm) data screen¿ was correctly accessed by pushing the contrast button while the pump in the sleep mode. Investigation did not duplicate the complaint and the pump was determined to be operating as intended and without malfunction. The vibe owner¿s booklet states ¿pressing the contrast button while the pump is in sleep mode will awaken the pump to one of the continuous glucose monitoring (cgm) trend graphs or the cgm data screen.¿ the contrast button on the vibe pump will not act as a ¿cgm shortcut¿ while the pump is in the locked mode; the pump needs to be in ¿sleep¿ mode for this feature to work.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter stated that when the pump is locked, they press the contrast button to wake the pump up, unlocks the pump, and it goes to the home screen and does not act as a cgm shortcut. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.